Event description:
Same patient as MFR report #s: 2134265-2010-04200, 2134265-2010-04324, 2134265-2010-04202, 2134265-2010-04325, 2134265-2010-04201, 2134265-2010-04199. It was reported that during a coronary stenting treatment procedure, a dissection occurred. The patient presented with progressive angina. The patient was presented with bypass surgery as an option, but elected to proceed with cardiac catheterization. It was noted that the patient was taking plavix. Access was obtained via the right femoral artery. A hazy 80-90% stenosed lesion was located in the rca which had progressed since the previous catheterization in (B)(6) 2006. The lesion also involved the ostium of the right ventricular branch (rv) which contained an 80% lesion. A 2.5x12mm maverick2 balloon was used to predilate the rv branch and a 2.5x15mm maverick2 balloon was used to predilate the rca in a kissing balloon technique. The 2.5x12mm maverick2 balloon was inflated multiple times to a maximum of 14 atm's. A dissection was noted in the rv branch. A 2.75x12mm taxus express2 stent was deployed in the rv branch. A 2.75x16mm taxus express2 stent was deployed in the rca. The stents were post-dilated with a kissing balloon technique with a 1.5x12mm non bsc balloon in the rv branch and a 2.5x15mm maverick balloon in the rca. The stents were postdilated a second time with a 2.5x12mm maverick balloon in the rv branch and a 2.75x15mm maverick balloon in the rca. No patient complications occurred. Final angiographic result showed the rca and the rv branch widely patent with normal flow. Patient status was listed as stable. The patient was prescribed plavix.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).